Event description:
I've purchased three manual blood pressure kits in the last 8 months in 2 states, returned two and plan to return the one I purchased 8/23/08. Two were purchased from local store. Although they carry the store's name on the box, they seem to be manufactured by the same company identified by left and right artery markings on the cuff. I also considered buying one from another store, but it looked to be the same manufacturer. The problem is it's very difficult to hear your heart beat thru the stethoscope and you get an inaccurate reading by not being able to hear the upper and lower beats. The middle beats are very faint. I finally checked the stethoscope against the good, old blood pressure kit I'm using and found a very significant sensitivity to sound between the new and old. I tested it by i.e. Listening on the side glass of an aquarium. I think it's unimaginable that one company is the only supplier of manual blood pressure kits in possibly the whole u.s. And the quality is so poor. I have no idea how elderly people with impaired hearing can use these kits. The model number purchased 8/23/08 is 2001l.